Event description:
On (B)(6) 2010, the patient reported that the infusion set connectors of her current box of infusion sets do not properly connect to the infusion set headset. She stated "it's always the clip on the right side and it doesn't lock." No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.